Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. It was also seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed, its non-osseointegration was observed. The dentist also reported that the patient presented bone type I and fistula. In addition, fenestration occurred during surgery and bone graft was executed.